Manufacturer narrative:
The returned driver was visually inspected to confirm failure. Under magnification, the t8 cannulated hexalobe driver (pn 80-4151) and batch was confirmed . The driver shows signs of torsional fracture patterns, identified at the transition from the shaft to the hexalobe tip at a steep angle. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Additionally, there was some visible dullness, denting and deformation on the exposed fractured edges of the hexalobe. The length was measured using mitutoyo calipers to approximate the location of fracture. The driver measured 3.437", indicating that approximately .063" broke off the driver tip. Driver tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. No definitive conclusion can be made.

Event description:
It was reported that during a surgical procedure, a drill tip broke during final tightening. No part of drill bit was left in the patient.